Event description:
The patient developed twiddle syndrome, received episodes with noise and a drop in the signal values. During the lead revision, the stylet could not be extracted from the lead. The lead was capped.

Event description:
The patient had a mr exam. She was scanned in the head first supine position with the four channel shoulder coil. Her right arm was at her side. Within 48 hours after the examination a large 2nd to 3rd degree burn was found on her inner forearm near the elbow. The interface box was directly in contact with the pt's arm during the examination.

Manufacturer narrative:
The reported noise and low impedance anomalies were confirmed in the laboratory. The outer insulation of the is-1 connector leg was abraded at 6cm from the connector pin and the metal of the sensing coil was exposed. Insulation abrasion was also noted close to the bifurcation boot at 11.5cm. The rv and sensing cables were exposed but the ptfe coating was intact. The insulation abrasion found is characteristic of lead friction to the ICD can and caused the reported anomaly.